Manufacturer narrative:
The pump has not been requested for return at this time. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging that on (B)(6) 2014, the patient passed out and was taken to the hospital, and her blood glucose (bg) measure 1200mg/dl with unspecified ketones. The patient¿s bg at the time of the call to animas was reportedly between 300 and 400mg/dl. The reporter indicated that the patient and her family needed training on the pump. No further information was provided. Customer technical support has made attempts to follow up for additional information and troubleshooting, without success. This complaint is being reported based on the allegation that the patient experienced severe hyperglycemia requiring medical intervention related to possible use error of the pump.